Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/10/2020 h4.

Event description:
The issue occurred before an unspecified therapeutic procedure. The intended procedure was completed.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality (noise). There were no reports of patient harm.

Event description:
The issue occurred before an unspecified therapeutic procedure. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g4 - PMA/510(k) number. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber cone is corroded and a component failure in the r-unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality most likely caused by components failure such as ccd component. Fiber cone is corrosion most likely caused by water penetration into the internal component during cleaning process that led to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.